Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure that the shaver became extremely hot and burned through the sterile drapes. There was no injury to the patient or staff. Customer stated, "when the case was starting, the surgeon was scrubbing for case; shaver cords were being unraveled and laid on the drapes. All of a sudden staff noticed smell similar to scent of a burning match. Staff immediately picked up shaver and realized that the shaver that was laid on the drapes was extremely hot and burning through the drapes. The shaver was immediately dropped off of the field and removed from the area. There was no injury to patient." No procedural delay was noted as a result.

Manufacturer narrative:
A visual inspection was performed on the vulcan generator and no damage was observed. A functional evaluation could not confirm the reported complaint; therefore, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.